Manufacturer narrative:
The device was returned to zoll medical corporation; the customer report was observed during review of the device's activity log.. The device, returned multifunction cable, and electrode pads were put through extensive testing which included bench handling and functional stress testing on a simulator without duplicating the customer report. The device passed the final test procedure, was recertified, and returned to the customer. It's important to mention that circumstances outside a device malfunction can cause this type of user advisory. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device was unable to detect the attached multifunction cable. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.